Manufacturer narrative:
Additional information was received that the patient was not getting proper stimulation and one entire lead was measuring high impedances. The ipg and lead replacement was per physician's preference. Sc-1110-02 (sn (B)(4)): device evaluation indicated that the returned ipg passed all tests performed.

Event description:
A report was received that the patient was experiencing pain. It was also noted that the patient's ipg and contacts of one lead were not functioning. The patient underwent a revision procedure wherein the ipg and leads were replaced.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2218-50, serial#: (B)(4), description: linear st lead, 50 cm. It is indicated that the leads will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing pain. It was also noted that the patient's ipg and contacts of one lead were not functioning. The patient underwent a revision procedure wherein the ipg and leads were replaced.